Event description:
Procedure: hernia repair. Pencil was set on patient's skin after being used and burn occurred. The burn was observed as being minor; very small burn to left abdomen just above the incision. Anesthetic: propofol, desflurine. Prep-solution: betadine scrub and betadine paint. No further information was provided by the reporter.

Manufacturer narrative:
The instructions for use for the conmed electrosurgical pencils state: safety tips: always place unused associated electrosurgical accessories in a safe insulated location such as a holster when not in use.